Event description:
It was reported that a female patient who underwent breast reconstruction surgery with an expander experienced left-sided deflation post procedure. As a result, patient underwent removal and replacement with a new expander. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "rupture/deflation tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope." The affected device was requested for evaluation and we were confirmed that it is available.

Event description:
New zealand. It was reported that a female patient who underwent breast reconstruction surgery with an expander experienced left-sided deflation post procedure. As a result, patient underwent removal and replacement with a new expander. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information were made, and the investigation was completed.

Manufacturer narrative:
The reported device was returned for evaluation. There was a relationship between the reported deflation and the device, since there was a rupture on it. Microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Elongation tests confirmed the shell complied with the international specification standards. In conclusion, it was determined that a probable cause for the rupture reported was a cut resulting from a sharp instrument used which could have weakened the shell. Establishment labs will continue to monitor for similar complaints/trends.